Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced a performance decrement after a reportted middle ear infection. The device was explanted (date not reported). It is unknown whether there are plans to reimplant the patient with another device as of the date of this report, (B)(6), 2011.